Event description:
It was reported that the patient underwent a surgery involving a previous sling. A new artificial urinary sphincter (aus) was implanted and no further information has been reported.